Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his insulin pump alarmed no delivery multiple times last week. The patient's blood glucose at the time of incident is unknown. The customer stated that three of his insulin set cannulas were bent. Troubleshooting did not occur since the call disconnected; the customer was called back but there was no answer. No products were returned or replaced.